Event description:
It was reported that an inappropriate atrial tachy response (atr) episode was stored due to oversensing. The episode was reviewed and it was discussed that the noise could be related to the lead/device contact or myopotential noise. Occasional spikes in pacing impedance measurements greater than 3,000 ohms was noted over the past year. Technical services discussed troubleshooting and reprogramming options. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be update should further information become available.

Event description:
It was reported that an inappropriate atrial tachy response (atr) episode was stored due to oversensing. The episode was reviewed and it was discussed that the noise could be related to the lead/device contact or myopotential noise. Occasional spikes in pacing impedance measurements greater than 3,000 ohms was noted over the past year. Technical services discussed troubleshooting and reprogramming options. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be update should further information become available. Additional information was received detailing that the noise appeared once more, alongside the oversensing on the right atrial channel, due to this, inappropriate atrs were recorded, additionally, undersensing was observed during an atrial fibrillation (af) episode. The device delivered therapy for an intrinsic ventricular tachycardia (vt) which ended both the vt and the af episodes. The high out of range pacing impedance measurements were also observed once more. No changes were performed. No further adverse patient effects were reported.